Manufacturer narrative:
A collaborative investigation was completed by data innovations (manufacturer), and (B)(6) hospital (user facility). Investigation determined user error when releasing the result. Since 0.0 was released for all absolute vlaues, (B)(6) hospital identified the order of selection for manual differential was done incorrectly. The medical technologist resulted the differential based off a test run that didn't have a white cell count connected to the order, which is used to calculate the absolute values. This was not a malfunction of instrument manager. Data innovations was unable to confirm with the user facility that there was no patient impact due to this user error at the time of this report.

Event description:
A customer reported on 23 july 2024 that after a manual differential was performed, the absolute count generated "0.0" as the result for all absolute cell types. Results were released to the patient's chart.